Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer¿s microbial sampling results, device evaluation and legal manufacturer's final investigation. It is unknown if the scope had been used between the date the sampling occurred and the date the results were provided. However, once the results were provided, the scope was quarantined. Additional reprocessing was performed prior to the device being sent in for evaluation. Scope was stored in a tub on its own in a drying cabinet. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The scope was returned to olympus for evaluation. The insertion tube was worn and had wrinkles, the bending angle was out of specification, the angulation knob had slack, the bending section cover adhesive was worn and cracked, the adhesive around the distal end lens was worn, light guide lens was cracked, the scope cover was cracked and dented, the switch 1 cover was cut and the mouthpiece was loose. The investigation was unable to determine a cause of scope testing positive for microbial contamination. ¿ there was not enough information provided by the customer to indicate that reprocessing was or was not performed in accordance with the instructions for use (IFU). IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Event description:
On (B)(6) 2023, the scope tested positive for aerobic microorganisms. The scope tested positive for pseudomonas aeruginosa and stenotrophomonas maltophilia on (B)(6) 2023. The scope tested positive for rapid growing atypical mycobacteria on (B)(6) 2023.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive three times for microbial contamination. It was not specified what type of microbe was found or where the contamination was discovered. An additional information request has been sent to the customer to verify this information. There was no patient/user harm or injury reported due to the event.